Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure during priming. The customer's blood glucose was 192 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also mentioned that the insulin pump alarmed multiple motor errors. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify motion sensor test failure alarm due to motor error alarm. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.